Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that the patient connected to an unprimed line. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the home patient (hp) made a mistake and connected to an unprimed patient line for peritoneal dialysis (pd) therapy on the homechoice (hc) device. The hp was in fill 1. The hp believed that they followed their normal process of connecting after prime, but then they saw a gap (air) in the patient line. The technical service representative (tsr) advised the hp to end the therapy. The tsr explained to the hp that they need to always make sure that the patient line was primed fully before connecting. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.